Event description:
It was reported that a customer experienced an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer support provided detailed instructions for resetting the pump, guiding the caller through the process. After the reset, the error did not reoccur, and the customer successfully began a new sensor session.